Event description:
An ophthalmologist reports during priming, there was water on the floor under the cassette. The cassette was exchanged and there was no more problem. There was no pt involved and no pt harm was reported.

Manufacturer narrative:
Investigation including root cause analysis is in progress. A supplemental MDR will be filed when additional reportable info becomes available. (B)(4).